Event description:
While using the olympus thunderbeat handpiece 5mm, 35cm (ref. Tb-0535fc) (lot mk942302), during a surgical procedure, the oscillating tip broke off in the patient. The entire tip was retrieved. Diagnosis or reason for use: used during laparoscopic surgery procedure.